Manufacturer narrative:
Two stents are reported as involved in this complaint event. A second add'l report will be submitted in relation to this event also. Ref report #3001845648-2014-00123. Two 12 em 17 fr pancreatic stents were implanted in the patient on (B)(6) 2014. Removal of both stents occurred on (B)(6) 2014. The stents are removed one at a time, at first by using rotating forceps by which both stents fractured near the tip (about 7-8 mm from the tip). Both stents are hereafter removed one at a time using a polyp snare where one of the stents fractures again, however the physician was successful in removing both stents. Two stents are reported as involved in this complaint event. A second additional report will be submitted in relation to this event also. Ref report#3001845648-2014-00123. The product lot number of the device involved in this complaint was not provided. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; with the information provided a document based investigation was carried out. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to determine the root cause for this complaint. The complaint was confirmed based on customer testimony. A review of the manufacturing records for the gpso device involved in this complaint could not be reviewed as the lot number could not be provided. Gpso devices are used to drain obstructed pancreatic ducts. According to the instructions for use the user is advised as follows; "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section of the IFU states; "this device should not be left indwelling for more than three months or as directed by a physician". It may be noted that the stent was in place for approximately 4 months ((B)(6) 2014 - (B)(6) 2014). There have been no reported adverse effects on the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Two 12 cm / 7 fr pancreatic stents were implanted in the pt on (B)(6) 2014. Removal of both stents occurred on (B)(6) 2014. The stents are removed one at a time, at first by using rotating forceps by which both stents fractured. Near the tip (about 7-8mm from the tip). Both stents are hereafter removed from one at a time using a polyp snare where one of the stents fractures again, however the physician was successful in removing both stents. Two stents are reported as involved in the complaint event. A second add'l report will be submitted in relation to this event also. Ref report #3001845648-2014-00123.